Event description:
It was reported in an article studying pt's whose epilepsy is treated with aeds versus those who are being treated using vns that one pt had to have the vns device removed due to an infection. Good faith attempts to obtain add'l info including pt identifier, product info, etc. Have been unsuccessful to date as the author no longer has this info.

Manufacturer narrative:
Tatum, w.o., et al. Vagus nerve stimulation and drug reduction. Neurology 2001;56:561-563.